Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) hospitalized due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the peritonitis was caused by the organism klebsiella and did not involve a fresenius device(s) and/or product(s). Subsequent attempts to obtain additional clinical information (e.g., causality, hospital records, discharge summary, treatment records, patient demographics, medication records) were unsuccessful due to the patient¿s electronic record being closed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that limited additional clinical information precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the devices¿ continued use.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) hospitalized due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the peritonitis was caused by the organism klebsiella and did not involve a fresenius device(s) and/or product(s). Subsequent attempts to obtain additional clinical information (e.g., causality, hospital records, discharge summary, treatment records, patient demographics, medication records) were unsuccessful due to the patient¿s electronic record being closed.